Event description:
The facility reported that the scale on this bed does not weight accurately. The hill-rom technician replaced and calibrated the scale board to resolve the issue. There were no reported adverse events associated with this product malfunction.